Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the doctor advised to call for replacement. Upon checking the device, it wouldn't turn on. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.